Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 15754082.

Event description:
It was reported that during an ipg replacement procedure, the physician discovered that one lead had high impedances on all contacts. The patient underwent an explant procedure. The explanted devices were not returned to bsn as they were disposed by the medical facility.